Event description:
The device was replaced as it was nearing its eol (end of life), which was about 2 months. There were no events. The device was returned for disposal only. Drugs infused via the device were morphine 22mg/ml, baclofen 650mcg/ml and clonidine 43mcg/ml at a daily dose of 31.979mg, 377.93mcg and 25.002mcg respectively.

Manufacturer narrative:
(B)(4). Final analysis of the device revealed a high s2 battery resistance, with the inhouse battery tester showing a resistance of 868 ohms. The battery logs showed .52 volt drop. No significant anomalies noted in the field pump logs except for a motor stall recovery.